Event description:
It was reported that shaft break occurred. The more than 90% stenosed target lesion was located in the left coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, during the procedure, the shaft fractured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation at 31.3cm distal of the strain relief. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The more than 90% stenosed target lesion was located in the left coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, during the procedure, the shaft fractured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.